Event description:
During evaluation of a returned large volume infusor, a leak was observed at one side of the bladder crimp. This issue was further described as, immediately after fill, leak was observed coming out at one side of the bladder crimp, inside the cover. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between august 1-3. 2023. The device was received for evaluation. A leak test was performed by filling the bladder with green color water to nominal volume. Immediately after fill, a leak was observed coming out at one side of the bladder crimp, inside the cover. The reported condition was verified. The cause of the reported condition (bladder crimp leak) was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.